Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior/posterior colpoperineoplasty on (B)(6) 2014. According to the complainant, outside the patient and upon introduction of the device, the needle detached from the mesh assembly. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) for the problem of needle detached.